Event description:
A customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The reported issue could not be verified or duplicated. A conclusive cause could not be determined. The field service representative (fsr) provided trouble shooting over the phone and recommended acpa replacement to resolve the issue. The fsr followed up with the customer and confirmed the issue was resolved. The device remains with the customer.

Event description:
A customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.